Event description:
It was reported that during a laparoscopic cholecystectomy procedure, that a clip on the liver bed side fell off of the tissue during the procedure. The surgeon used an endo loop to close the duct and then secured it with a clip to finish the case. The team was able to collect the exact clip that came off of the tissue along with the clipper. I will not be able to ship this device out due to circumstances. There were no patient consequences. Device will not be released by account.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: was there a leak from duct? Did not report a leak. Was clip that would not hold malformed? Clip looked closed, but surgeon pulled off. Therefore, clip was loose. Did not report a scissored clip. Was a cholangiogram done on procedure? Not known, however surgeon typically does a cholangiogram on most.